Event description:
A physician reported a pt who was implanted on 17 july 1997 in the upper and lower vermilion borders and the oral commissures. The physician prescribed a 2 day prophylatic course of keflex beginning on the day of implantation, 17 july 1997. On 16 october 1997, the pt was seen by the physician with what appeared to be beginning extrusion; the exact date of extrusion onset was unk. The physician trimmed the implant and prescribed oral keflex. On 6 november 1997, the physician noted a localized infection at the right oral commissure implant site; exact date of onset of the infection was unk. The physician removed the implant. He observed no signs of infection at any of the other implant sites. The physician continued the pt on keflex for 3 more days after explantation. The pt was last seen on 6 november 1997, and did not experience any further problems. There were no further plans for intervention.